Event description:
Patient had a 4fr single lumen PICC line that had a split in the catheter around the 6cm mark. Patient had it placed on (B)(6) 2025 and returned to the hospital on (B)(6) 2025 with complaints of PICC leaking and difficulty flushing, upon assessment PICC was difficult to flush and began to create a site of edema and leaking at the insertion site. PICC was removed and replaced on opposite arm.